Manufacturer narrative:
The reason for the loosening reported cannot be confirmed based on the information provided. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices remain implanted and no images, radiographs, or relevant clinical information were provided. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: 02-020-12-0310 - truliant ps por fem ps por right sz 1: (B)(6). 02-022-35-1509 - truliant tib imp ps insert sz 1.5, 9mm: (B)(6). 02-022-55-1515 - truliant por tib tray size 1.5f/1.5t: (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm: (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm: (B)(6). 200-07-29 - advanced patella 29m 3 peg implant: (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk: (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk: (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised. Patient stated they experienced pain due to a loose right knee replacement, which has been an issue since 2022. No further information provided.